Event description:
An equipment operator injured her finger (broken bone that was immobilized for recovery). The operator was changing the collimator on a nuclear medicine gamma camera. During this incident, the collimator did not line up correctly and the installation of the collimator did not complete. At this time, a message is presented to the operator that provides a close drawer icon and a cancel option. Pressing cancel allows the user to close the drawer and retry or exit collimator change and call service. Our investigation determined that the operator tried to manually move the collimator for 43 minutes. The operator's finger was beneath the collimator. The collimator did then move suddenly and the operator's finger was caught between the collimator and collimator flange, causing injury.